Event description:
It was reported that during an infusion of norepinephrine, the pump module alarmed and displayed a message "empty container." However, the device allegedly did not go to kvo rate at the end of this infusion (clinician was expecting infusion complete-kvo at the end of norepinephrine infusion). It is unknown whether the kvo rate, a user configurable feature, was enabled on the customer's data set. Because the norepinephrine infusion stopped and did not go into kvo rate, the patient's blood pressure reportedly decreased, and at that time, the rn restarted the previous infusion on a different pcu and pump module. The customer stated that there were three other infusions that were in progress attached to the same pcu and those reportedly had no issues. The rn noted that one of the infusions on the same set-up also completed and at that time, it went to kvo rate of 20ml/hr. With no issues. There was patient involvement but unknown outcome.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? , if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that during an infusion of norepinephrine, the pump module alarmed and displayed a message "empty container." However, the device allegedly did not go to kvo rate at the end of this infusion (clinician was expecting infusion complete-kvo at the end of norepinephrine infusion). It is unknown whether the kvo rate, a user configurable feature, was enabled on the customer's data set. Because the norepinephrine infusion stopped and did not go into kvo rate, the patient's blood pressure reportedly decreased, and at that time, the rn restarted the previous infusion on a different pcu and pump module. The customer stated that there were three other infusions that were in progress attached to the same pcu and those reportedly had no issues. The rn noted that one of the infusions on the same set-up also completed and at that time, it went to kvo rate of 20ml/hr. With no issues. There was patient involvement but unknown outcome.